Manufacturer narrative:
The following fields have been corrected/additional information: h6 and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 06-oct-2022 to 05-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the debris from cubies caused the issue. Field service engineer popped all cubies, removed trays, and cleaned debris and reseated cubies and trays. Customer verified cubies were functioning. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system device had drawer failure caused interruptions on dispensing the medication. The customer reported that the user unable to pull medication which led to delayed in patient care and also, user went pharmacy to retrieve the required medication. There were no adverse events or injuries reported based on this event

Event description:
It was reported by the customer that the pyxis medstation es system device had drawer failure caused interruptions on dispensing the medication. The customer reported that the user unable to pull medication which led to delayed in patient care and also, user went pharmacy to retrieve the required medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system had drawer failure due to cubies and trays are not properly connected. A field service engineer reseated cubies, trays and cleaned debris in the drawer to resolve. The system functioned as intended.